Event description:
The report from the field indicated the following: during the procedure, the product kinked. The stenting procedure was attempted again and the procedure was completed. The product was not clinically used. Upon receipt of the device by cordis for analysis, it was noted that the hypotube was fractured. A request for additional information regarding this event has been forwarded to the user facility.